Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump received with cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that the insulin exited tubing. The customer reported that the no delivery alarm was occurred during manual prime. The insulin pump will be returned for analysis.